Event description:
It was reported that there was concern about shock impedance value for this patient with the cardiac resynchronization therapy defibrillator (crt-d). Recently there had been a steady increase in shock impedance ranging from 80 ohms in 2021, 103 ohms in 2022 and today, the shock impedance measurement was at 124 ohms. This device has triggered an alert for 125 ohms and the physiologist had reprogrammed and increased the alert to 150 ohms. Pdf data was reviewed, the device has delivered no shocks since last reset, therefore no true high-voltage impedance is available. There are no other abnormal lead trends observed. The r-wave amplitude trend is showing low values potentially may be related to noise oversensing, therefore further troubleshooting is highly recommended to exclude any lead issues. Boston scientific technical services provided troubleshooting recommendations. The patient refuse home monitoring and so the patient is not enrolled in latitude. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that there was concern about shock impedance value for this patient with the cardiac resynchronization therapy defibrillator (crt-d). Recently there had been a steady increase in shock impedance ranging from 80 ohms in 2021, 103 ohms in 2022 and today, the shock impedance measurement was at 124 ohms. This device has triggered an alert for 125 ohms and the physiologist had reprogrammed and increased the alert to 150 ohms. Pdf data was reviewed, the device has delivered no shocks since last reset, therefore no true high-voltage impedance is available. There are no other abnormal lead trends observed. The r-wave amplitude trend is showing low values potentially may be related to noise oversensing, therefore further troubleshooting is highly recommended to exclude any lead issues. Boston scientific technical services provided troubleshooting recommendations. The patient refuse home monitoring and so the patient is not enrolled in latitude. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.